Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen malfunction could not be verified; however, the alleged battery issue was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge dropped from approximately 60-70% battery life to 5% battery life upon plugging the pump in to charge. Subsequently, the touchscreen became frozen and unresponsive to presses on the lock screen. Customer's blood glucose level was 198 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.